Manufacturer narrative:
On (B)(6) 2016, dianeal therapies were discontinued. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced sepsis manifested by cloudy peritoneal dialysis effluent, and abdominal pain (possibly manifestations of a peritonitis event, though this could not be confirmed). The cause of and the treatment for the event was not reported. On an unreported date, the patient was transferred to hemodialysis (hd). No further information was provided regarding whether the patient was hospitalized for the event or regarding the patient's outcome. No additional information is available.